Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the main printed circuit board (pcb) and interconnect flex were out of electrical specification. Further analysis was performed on the pcb and interconnect assemblies. This analysis found that there were several sensitivity tests that failed during testing, however this was determined to be due to dial adjustment on the tester. After the tests were re-ran, all tests passed. Conclusion: no defects could be found with these subassemblies.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the main printed circuit board and interconnect flex were out of electrical specification.